Event description:
It was reported that the during the implant procedure, the patient developed cardiac tamponade. The patient's hospital stay was prolonged. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead and right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: d234trk implantable cardioverter defibrillator (ICD)  (B)(6) 20107; 694765 implantable tachy lead (B)(6) 2010. (B)(4).